Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that surgical intervention was required to explant this device system due to infection, which is considered life threatening. No additional adverse patient effects were reported.